Event description:
"From the x-ray the tip of the catheter appears to be separating. When abdominal x-rays were taken the tip apears to be at a 45 degree angle. Info provided indicated that the cause of death was due to ischemic bowel and not the catheter."